Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. An operative report was requested, however, the incorrect report was provided. No other details provided.the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 17.3 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report the previous month, after the ring was implanted, the echo demonstrated mitral regurgitation. "After allowing for myocardial recovery, the regurgitation improved somewhat but was not abolished, and I therefore elected to revise the repair."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.